Manufacturer narrative:
Approximate age of device - 3 years and 11 months.the explanted device is expected to be returned for analysis. It has not yet been received.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation: the presence of a deposition within the pump was confirmed through the evaluation of the returned device. The device was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the device upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the device was supporting the patient. Although a specific cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the reported event. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported device thrombosis could not be conclusively determined. Device thrombosis and is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that in mid-may, the patient experienced worsening heart failure including dyspnea on exertion and the need for increased diuretics. The patient reportedly had a therapeutic inr with a trending lactate dehydrogenase (ldh) level of 500 u/l. On (B)(6) 2015 the patient's ldh level doubled to 1180 u/l and the patient was admitted for a right heart catheterization due to suspected pump thrombosis. It was determined that there was inadequate decompression of the left ventricle. The patient received a pump exchange on (B)(6) 2015 via a subcostal incision. Only the pump was exchanged, the inflow conduit and outflow graft were not exchanged.